Event description:
Portable suction machine battery charger was plugged into apnea monitor (by father of baby) resulted in melting of apnea monitor. Potential problem of fire, or/and electrical shock. Power cables are interchangeable for each of these devices, which are used in pt's home.